Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12110. It was reported the patient experienced discomfort at the right peripheral lead (off label use) was protruding at the lead site which appeared on (B)(6) 2014. The physician planned to reposition the lead. However during the surgery the lead was inadvertently cut. As a result the physician explanted and replaced the lead. The patient received two leads from different lot numbers. It is unknown which lead was explanted therefore both leads are being reported as explanted.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.